Manufacturer narrative:
Device evaluation competed on october 26 2020: during the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear measuring approximately 2.5 cm was found within the siltex cracking. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Device received on october 12, 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 12 2020 additional information received indicated that the replacement device is cat#: texp120ruh, sn#: (B)(6). On october 13 2020. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unknown breast reconstruction surgery with a mentor memorygel 400cc silicone prosthesis experienced right sided rupture post procedure. The CT scan on (B)(6) 2020 confirmed partial collapse of right breast prosthesis. A physical examination was performed by a physician and rupture was diagnosed. As a result patient had the device removed and replaced with another mentor implant lot#: 184156 , and cat#:3544007 on (B)(6) 2020.